Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of stretched helix was confirmed while the events of a connection problem and a separation failure were not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Event description:
During an initial implant of a right ventricular leadless pacemaker (rv lp) on (B)(6) 2025, it was reported that there was a docking issue during the procedure which did not allow the release of the rv lp. The rv lp was retrieved, and it was discovered the helix was stretched. The rv lp was not used, and a new rv lp was successfully implanted. The patient was stable throughout the procedure.